Manufacturer narrative:
(B)(4). The report of a connection issue was not confirmed in the lab due to a lack of sample. The root cause of the separation is determined to be the supply bag falling and disconnecting. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was reported as discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A home patient (hp) contacted (B)(4) needing assistance. The hp stated they were in dwell 1 and the bag fell and became disconnected. The tsr assisted the hp to end therapy. A follow up was done via phone with the hp regarding the reported problem. The hp stated they started over with new supplies. The lot number was unknown and the supplies had been discarded. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.